Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate this implantable device data. It was discussed that in the last year's trend, high, out-of-range pacing impedance measurements were present on the right atrial (ra) lead. High rate atrial events were also observed. Additionally, a signal artifact monitoring (sam) episode was detected on ra lead. Ts discussed that the increased pacing impedance led to the electrocardiogram (egm) signal demodulation that allowed for minute ventilation over-sensing. Ts indicated that all of these findings most likely are due to ra lead impairment. The ra lead is not a boston scientific product. The patient will be seen in february for a follow-up appointment where the ra lead will be assessed. At this time, the system remains implanted and no adverse patient effects were reported.